Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and this implantable transvenous defibrillation lead was capped after 39.6 months for an unknown reason.